Event description:
The patient reported the stimulation amplitude on the programmer automatically increases to a point where the patient experiences over-stimulation at times. Follow-up identified reprogramming with the new patient programmer resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.